Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the fluid invasion of the device due to leak during procedure. The invasion caused abnormality in electrical components and resulted in the suggested event. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope displayed b30 communication error (no image) when the camera was inserted into image box. The issue was observed during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image noise with b30 error code was due to a damaged charge-coupled device (ccd). Additionally, the evaluation revealed the following findings: the exera data verification had no data transmission; leaking at the slave video cable; the distal end glue was chipped; insertion tube had fluid invasion, dried after aeration; control body free/engage, and up/down levers locations were wrong (swapped); scope connector had fluid invasion, dried after aeration; and the slave video cable was cut/leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.